Manufacturer narrative:
A ge service rep performed an onsite investigation and cleaned the contacts and adjusted the power source. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was blocked. No pt injury was reported.